Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve experienced component separation. The following information was provided by the initial reporter, translated from (B)(6): when the medical staff finished the treatment for the infusion patient and sealed the tube, they found that the middle connection of the infusion connector was disconnected.

Manufacturer narrative:
A 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21086362. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21086362 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode.

Event description:
No additional information